Event description:
On a (B)(6) female pt surgery was performed on (B)(6) 2011, following removal of other devices [tvt secur and prolift] which had been implanted on (B)(6) 2010. Xenform was implanted to treat a rectocele. At the time of the surgery the pt had vaginal bleeding and pain. On (B)(6) 2011, the pt had a f/u visit and still had vaginal bleeding and pain. Medication [lortab was administer for pain]. In (B)(6) 2011 the pt was scheduled for a three (3) month post-op visit but was not seen by the physician. The physician stated that there were no complications during the procedure or after the procedure. There has been no additional info provided until the notification from a lawyer that the pt had experienced bleeding and pain.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No additional info from the physician beyond the 2 week post-surgery f/u visit. There is no direct evidence of device failure. This is a legal case.